Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results. The ev1000 monitor was also submitted and the MDR number is 2015691-2016-00952 .

Event description:
It was reported, that there were two sparks that came between the ev1000 power adapter cable and the transformer. The ev1000 monitor was plugged into the socket on the wall but the monitor did not power up immediately. When the customer pushed the cable into the transformer, to verify that the cable was plugged in, two sparks came between the power adapter cable and the transformer. However, there was no smoke or fire. The device was mounted correctly and there was no saline solution that dropped on the device. The device was unplugged and removed from service. There was no report of patient compromise. Two devices were implicated in this event; one for the ev1000 monitor and one for the evpsb220 (power adapter).

Manufacturer narrative:
While no lot or serial number was provided for the power adaptor, review of the device history record for the associated ev1000 platform supports that there were no non-conformances noted during manufacturing for any reason. Examination of the returned device was unable to confirm the customer¿s complaint. The ev1000 was connected to the power adaptor and electrical outlet and no issues were observed; no sparks nor smoke. The monitor led was green and the monitor functioned as expected. Therefore, no issues were observed; the data box and panel were adequately supplied power. All functional testing, as well as electrical safety testing, was successfully performed without any issues noted for any reason. The root cause of the customer's experience was unable to be determined. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were identified. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.